Event description:
Event description boston scientific received information that the family of the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported that the patient had a heart rate in the 40s and did not feel well.

Manufacturer narrative:
A boston scientific technical services representative discussed contacting the patient's physician for follow up. No adverse patient effects were reported. No further information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the family of the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported that the patient had a heart rate in the 40's and did not feel well.